Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field h6: evaluation conclusion codes.

Event description:
It was reported that this right atrial (ra) lead conductor was fractured, and the left axillary vein of the patient was occluded. This lead was surgically abandoned and a new atrial lead was placed on the right side. Additional information received indicated that the electrical measurements confirmed a fractured conductor through pacing system analyzer (psa) which located in the first rib axillary access. However, there was no fracture that was visualized on x-ray. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead conductor was fractured, and the left axillary vein of the patient was occluded. This lead was surgically abandoned and a new atrial lead was placed on the right side. Additional information received indicated that the electrical measurements confirmed a fractured conductor through pacing system analyzer (psa) which located in the first rib axillary access. However, there was no fracture that was visualized on x-ray. No additional adverse patient effects were reported.